Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-70e, serial: (B)(4), batch: 7079732.

Event description:
It was reported that the patient was having an abdominal pain and trouble breathing ever since the trial leads were removed. It was also noted that the patient had an epidural abscess. It was found out that the patient had been hospitalized.

Event description:
It was reported that the patient was having an abdominal pain and trouble breathing ever since the trial and leads were removed. The patient was having a surgery to clean out the epidural abscess. No further information has been obtained despite good faith efforts. Additional information received that patient is still unable to walk, receives antibiotics/home care, and is currently in an outpatient physical therapy facility.